Event description:
The customer reported that the exeter plug broke during procedure and that the part remained in the patient. The operation was completed using a stryker hardinge cement restrictor.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: review of the medical records provided indicated that there is no clinical information from a surgical report to indicate at what level the plug fractured but on xray everything looks fine. -device history review: DHR review was satisfactory. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that fracture of exeter bone plugs may result from factors such as errors made during use or design factors.

Event description:
Update: the right hip was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device remains implanted.